Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states one of the coagucheck lancets was missing the protective cap. No adverse event reported. Requested return of suspect device however caller has discarded the lancet; replacement was sent.